Event description:
It has been reported to philips that the allura system did not boot up and was down. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system isn¿t booting up. The fse plugged hard drive into a different bay to check the suite pc and confirmed hard drive failure. The fse replaced the hard drive. After replacement, the system was returned to use in good working order.